Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received were reviewed by a clinician to identify patient harms/product issues. Primary attune total knee implanted to treat severe osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Patient received a revision of the right tka due to pain, swelling, and loosening of the tibial tray. Upon entering the knee, the surgeon identified and removed hypertrophic synovium consistent with findings of osteolytic reaction. The tibial tray was loose and completely debonded at the cement to implant interface. The tibial cement was fragmented and removed. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with depuy components and utilizing competitor cement and cement restrictor. The procedure was completed without reported complications. Doi: (B)(6) 2015, dor: (B)(6) 2019 right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.